Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a power error detected alarm and insulin pump was died. The customer¿s blood glucose was 280 mg/dl at the time of incident. The customer¿s current blood glucose value was 130 mg/dl. The insulin pump will be returned for analysis.